Event description:
Not able to bend knee [joint range of motion decreased]. Pseudoseptic response [pseudosepsis]. Synovitis [synovitis] ([knee effusion], [knee swelling], [joint warmth], [stiffness joints], [knee pain], [pain upon movement]). Mild bruising over the prior injection site [injection site bruising] . Case narrative: initial information received on 06-feb-2019 from united states regarding an unsolicited valid serious legal case received from the lawyer. This case involves a (B)(6) years old male patient who complained of not able to bend knee, pseudoseptic response, synovitis and mild bruising over the prior injection site after he was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history included post diagnostic arthroscopy, partial lateral meniscectomy on (B)(6) 2016. His past medical history also revealed that bilateral knee pain and right knee chondromalacia. On (B)(6) 2016, he also took his past medical treatment included hylan g-f 20, sodium hyaluronate (synvisc one) on (B)(6) 2016. On (B)(6) 2016, he took curcuma longa (turmeric), fish oil, ondansetron (zofran), docusate sodium (colace), acetylsalicylic acid (aspirin) and hydrocodone bitartrate; paracetamol (norco). On (B)(6) 2017, he underwent special surgery for a lateral femoral microfracture of the femoral chondral defect. It was also reported that concurrently he used to wear braces occasionally. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2017, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml for once only via intra-articular route in the right knee (lot-unknown) for osteoarthritis. On (B)(6) 2017, in the healthcare facility he presented that his knee was swelling, painful and was having hard time bending it. It was also reported that his knee was stiff also. It was stated it was felt of having lot of fluid in his knee. On (B)(6) 2017, after some days of injection, he presented in the healthcare facility with synovitis. It was reported that his right knee was worst and was swollen, red and throbbing with pain. It was also stated by the patient that he was not able to bend knee due to amount of fluid in his knee. On (B)(6) 2017, when he presented to medical facility, he was observed with significant joint effusion as it was stated by him he developed a significant adverse reaction. At that day he was also observed with mild bruising prior injection site which was resolving nicely. Relevant laboratory test results included: synovial fluid cell count - on (B)(6) 2017: 9014 /ul [9014]; synovial fluid red blood cells - on (B)(6) 2017: 1000-10000 /ul [1000-10000]; synovial fluid lymphocytes- on (B)(6) 2017: 57 % [57]; synovial fluid neutrophils- on (B)(6) 2017: 22 % [22]. Final diagnosis was mild bruising over the prior injection site, synovitis, pseudoseptic response and not able to bend knee. Corrective treatment: meloxicam (mobic), cortisone, triamcinolone acetonide (kenalog) and ibuprofen (ibuprofen) for not able to bend knee, pseudoseptic response and pseudoseptic response. Outcome: recovering for mild bruising over the prior injection site; unknown for rest of the events. Seriousness criteria: intervention required for not able to bend knee, pseudoseptic response and synovitis.

Event description:
Not able to bend knee [joint range of motion decreased] pseudoseptic response [pseudosepsis] synovitis [synovitis] ([knee effusion], [knee swelling], [joint warmth], [stiffness joints], [knee pain], [pain upon movement]) mild bruising over the prior injection site [injection site bruising] case narrative: initial information received on 06-feb-2019 from united states regarding an unsolicited valid serious legal case received from the lawyer. This case involves a 21 years old male patient who complained of not able to bend knee, pseudoseptic response, synovitis and mild bruising over the prior injection site after he was treated with the medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history included post diagnostic arthroscopy, partial lateral meniscectomy on (B)(6) 2016. His past medical history also revealed that bilateral knee pain and right knee chondromalacia. On (B)(6) 2016, he also took his past medical treatment included hylan g-f 20, sodium hyaluronate (synvisc one) on (B)(6) 2016. On (B)(6) 2016, he took curcuma longa (turmeric), fish oil, ondansetron (zofran), docusate sodium (colace), acetylsalicylic acid (aspirin) and hydrocodone bitartrate; paracetamol (norco). On (B)(6) 2017, he underwent special surgery for a lateral femoral microfracture of the femoral chondral defect. It was also reported that concurrently he used to wear braces occasionally. The patient's past vaccination(s) and family history were not provided. On (B)(6) 2017, the patient took hylan g-f 20, sodium hyaluronate injection at the dose of 6 ml for once only via intra-articular route in the right knee (lot-unknown) for osteoarthritis. On (B)(6) 2017, in the healthcare facility he presented that his knee was swelling, painful and was having hard time bending it. It was also reported that his knee was stiff also. It was stated it was felt of having lot of fluid in his knee. On (B)(6) 2017, after some days of injection, he presented in the healthcare facility with synovitis. It was reported that his right knee was worst and was swollen, red and throbbing with pain. It was also stated by the patient that he was not able to bend knee due to amount of fluid in his knee. On (B)(6) 2017, when he presented to medical facility, he was observed with significant joint effusion as it was stated by him he developed a significant adverse reaction. At that day he was also observed with mild bruising prior injection site which was resolving nicely. Relevant laboratory test results included: synovial fluid cell count - on (B)(6) 2017: 9014 /ul [9014] synovial fluid red blood cells - on (B)(6) 2017: 1000-10000 /ul [1000-10000] synovial fluid lymphocytes- on (B)(6) 2017: 57 % [57] synovial fluid neutrophils- on (B)(6) 2017: 22 % [22] final diagnosis was mild bruising over the prior injection site, synovitis, pseudoseptic response and not able to bend knee. Corrective treatment: meloxicam (mobic), cortisone, triamcinolone acetonide (kenalog) and ibuprofen (ibuprofen) for not able to bend knee, pseudoseptic response and pseudoseptic response. Outcome: recovering for mild bruising over the prior injection site; unknown for rest of the events. Seriousness criteria: intervention required for not able to bend knee, pseudoseptic response and synovitis. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2019. No safety issues were indicated in this review. Additional information was received on 11-feb-2019. Global ptc number and ptc results were pending. Text amended accordingly.